Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided picture identified the liner component, however it doesn't show the head therefore no evaluation of visual condition can be made of the head component within this complaint. A review of the device manufacturing records confirmed no abnormalities or deviations device is used for treatment. Radiographs were provided and reviewed by a radiologist who reported that the femoral implant appears inferiorly positioned consistent with the reported subsidence but there are no earlier images for comparison. The entire pelvis is not imaged so an abduction angle cannot be measured but the acetabular cup appears somewhat vertical in position. There is no current dislocation. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. D10: associated products: item reference:ep-200152, item name:act artic e1 hip brg 28x46mm, item lot:272470. Item reference:51-110080, item name:tprlc 133 fp type1 bm so 8.0, item lot:3925828. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision of hip prosthesis due to implant subsidence, which led to instability and dislocation. Revision took place approximately four (4) months after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.